Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having kyphoplasty therapy. It was reported that during a kyphoplasty procedure, the bone cement unit appeared clotted upon opening and could not be mixed or used. This resulted in a delay in the overall procedure time. The bone cement was not used in the patient, and the procedure was completed successfully using another company's bone cement. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: the similar device with product# cx01a with 510(k)# k102397 and UDI # (B)(4) is marketed in united states. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was a delay in the procedure and it was managed with another company. Delay was less than 60 minutes. Labeling was followed throughout the procedure. The pre-op diagnosis for the patient has spinal compressed fracture. Another kit had the same issues as the 1st kit.